Manufacturer narrative:
Additional information (medical records) has been received. Review of event description: the patient has bilateral hip replacement with durom implants. It is reported that there was a revision of a durom cup due to pain. The left hip components were implanted on (B)(6), 2007 and revised on (B)(6), 2016. It is also reported that while operating the surgeon noticed turbid liquid in the joint capsule. In the additional documents it was noted that after implantation the patient had a superficial infection (cellulitis) postoperatively, which was treated with antibiotics. Review of surgical notes (updated ef: 14.11.2017) the surgical notes of implantation and revision for both left and right hip are available for review. Regarding the left side: the implantation report dated (B)(6), 2007 reports the implantation of a durom cup size 54mm with a 48 mm head, head adapter s and cls spotorno stem 135° -15. It is reported that the acetabulum was reamed until size 55 and a size 54 durom cup implanted respecting 45° inclination and 15-20° anteversion. The revision report dated (B)(6), 2016 states as diagnosis symptomatic mom total prosthesis. In the report it is mentioned that the patient has bilateral mom hip replacement which are symptomatic. It is also mention that the ion values in the blood are elevated. The patient already underwent revision of the right side due to discomfort and brown fluid was found in the joint capsule. In the surgery, presence of turbid fluid within the fascia. It is noted that pre-operatively there were no signs of infection. Intraoperatively, some corrosion at the junction head neck is noted. During surgery, an artery is perforated, but using a clip and electrocauter it is fixed. There is blood loss. The cup is reported to be osseointegrated and does not show signs of loosening. The cup is removed and a new cup implanted. The stem taper is reported to be in a good state, it is cleaned and a new head implanted. Regarding the right side: the implantation report dated (B)(6), 2005 reports the implantation of a durom cup size 54mm with a 48 mm head, head adapter s and cls spotorno stem 135° -15. It is reported that the acetabulum was reamed until size 54 and a size 54 durom cup implanted respecting 45° inclination and 15-20° anteversion. The revision report dated (B)(6), 2016 states as diagnosis symptomatic mom total prosthesis. In the "notes" section it is stated that he patient has bilateral mom total hip replacements and that the chrome and cobalt values in the blood are highly elevated. The patient starts having light symptoms at the level of the right groin. Intraoperatively a relevant quantity of dark brownish fluid came out of the capsule (500cc) . It is stated that most probably it is not pus, but reaction to the mom prosthesis. After dislocation the head is removed and attention is turned to the cup, which is reported to be osseointegrated. The component can be easily removed. Root cause analysis: according to the received information the patient has bilateral hip replacement with durom implants. The implants on the right hip was revised on (B)(6), 2016 due to discomfort and brown fluid was found in the joint capsule. The received implants were implanted on the left hip on (B)(6), 2007 and revised on (B)(6), 2016 due to pain. It is reported that while operating the surgeon noticed turbid liquid in the joint capsule. It is also reported that the patient has elevated cobalt and chrome ions values in the blood and that he started with groin pain on the right side. After revision of the right side, the patient underwent revision of the left side as well due to metal/metal symptoms. In the surgical report it is mentioned that the durom cup was implanted respecting 45° inclination and 15-20° anteversion, but the available x-ray shows an inclination of approximately 72°. In the revision report, the presence of turbid fluid within the fascia as well as some corrosion at the junction head neck is noted. The cup is reported to be osseointegrated. The stem taper is reported to be in a good state. The device examination of the received components showed only a few remains of bone attachment which could indicate poor bone ongrowth. The head adapter exhibits surface changes due to fretting corrosion on the inner surface. Conclusion summary: the device examination of the received components showed only a few remains of bone attachment which could indicate poor bone ongrowth. The head adapter exhibits surface changes due to fretting corrosion on the inner surface. Based on the device examination it can only be hypothesized that the fretting corrosion found on the head adapter could potentially have contributed to the reported unspecified metal/metal symptoms and elevated ions in the blood. The reason for those surface changes on the adapter remains unknown. However, the performance of any device depends on multiple factors including patient and/or surgical related factors. Based on the available investigation information, it is probable that the surgical related factors (e.g. Implantation technique) contributed to the reported event. Zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Event description:
It was now additionally reported that the patient was revised due to elevated metal ions, pain and fluid collection.

Manufacturer narrative:
Trend analysis: trend has already been identified in (B)(4). Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that there was a revision of a durom cup due to pain. The left hip components were implanted on (B)(6), 2007 and revised on (B)(6) 2016. It is also reported that while operating the surgeon noticed brown liquid in the joint capsule. Review of received data: the patient has bilateral hip replacement with durom implants. The right hip was implanted on (B)(6) 2007 and revised on (B)(6) 2016 due to discomfort. Also during revision of the right hip brown liquid was noticed in the joint capsule. X-ray analysis: one picture of an undated x-ray was received. The picture shows the x-ray on a screen and therefore in a bad quality. The x-ray shows a patient with bilateral hip replacement. This x-ray was used to measure the inclination angle of the cup which is approx. 72°. Review of surgical notes: no surgical notes were received for investigation. Devices analysis: the durom cup shows slight damage from the revision surgery such as nicks, slight scratches and some coarse damages. On the anchoring side a few remains of bone attachment are visible. On the articulation side, besides organic residues, numerous fine scratches are visible as well as some coarse scratches. The outer surface of the head adapter shows some possibly organic deposits but is inconspicuous. On the inner surface of the head adapter surface changes due to fretting corrosion could be found. Additionally, at the proximal end of the taper a mark of unknown nature can be observed on the inner surface. The articulation surface of the metasul ldh head shows several slight scratches and organic deposits. There are some isolated nicks and scratches probably deriving during or after removal. Nothing conspicuous can be observed on the head taper. Root cause analysis: according to the received information the patient had bilateral hip replacement with durom implants. The received implants were implanted on the left hip on (B)(6) 2007 and revised on (B)(6) 2016 due to pain. It is reported that while operating the surgeon noticed brown liquid in the joint capsule. Conclusion summary: the device examination of the received components showed only a few remains of bone attachment which could indicate poor bone ongrowth. The head adapter exhibits surface changes due to fretting corrosion on the inner surface. Based on the retrieval investigation the reason for the pain leading to the revision surgery and the brown fluid found in the joint capsule cannot be explained. A comprehensive investigation into the experiences of users of durom/metasul ldh systems in the EU was conducted (CAPA (B)(4)). It included a thorough review of literature regarding the clinical performance of mom (metal on metal) devices and the durom cup specifically, interviews with users of the durom cup in resurfacing and ldh (large diameter head) applications, independent radiological analysis of cases, analysis of explants and bench testing. The most probable root cause for the reported revisions for loose acetabular cups was using a surgical technique which differs from the prescribed surgical technique. The results of the investigation indicate that the durom cup, when used as intended, is a safe and effective device and is performing commensurate with industry performance of similar mom devices. Therefore zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is cmp-(B)(4).

Manufacturer narrative:
The manufacturer received x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 54/48 code n on the left side on (B)(6) 2007. The patient was revised on (B)(6) 2016 due to pain and fluid collection. This is a bilateral claim. Right side complaint: (B)(4).